Event description:
An aneurx stent graft system was inserted into a patient for the treatment of a 5.0 cm abdominal aortic aneurysm. The vessel morphology was reported as there was circumferential calcium, the aortic neck was 22 mm in diameter proximally, 21 mm in diameter distally with heavy calcium. Bilaterally, the iliac arteries were over 9 mm in diameter. It was reported that the iliac limb was advanced through a 16 fr introducer sheath and deployed without issue. It was reported that upon removal of the iliac stent graft delivery system, it was caught on the sheath and could not be removed. The physician decided to remove the sheath and the delivery system as one unit. Upon inspection of the device, it was found kinked. The procedure was completed without further complication there was no patient injury. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): results and conclusion: (small and calcified aortic bifurcation).